Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface showed that the dovetail feature is flared and compressed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required all of the returned articular surfaces have a compressed dovetail feature, which indicates that the surface was not correctly placed and oriented before insertion into the tibial plate. Therefore, the root cause of the reported issue can be contributed to a mis-alignment of the articular surface during insertion. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 00596404212, nexgen fixed bearing femoral and articular surface size gh 12mm height, lot # 63300640. Catalog #: 00596404010, nexgen fixed bearing femoral and articular surface size ef 10mm height, lot # 62994597. Catalog #: 00596404012, nexgen fixed bearing femoral and articular surface size ef 12mm height, lot # 62956890. Catalog #: 00596404212, nexgen fixed bearing femoral and articular surface size gh 12mm height, lot # 63093779. Catalog #: 00596404010, nexgen fixed bearing femoral and articular surface size ef 10mm height, lot # 63248831. Report source: (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05189, 05190, 05195, 05191, and 05192. Product location unknown.

Event description:
It was reported that the product ¿did not snap in to its counterpart¿. Attempts have been made and additional information on the reported event is unavailable at this time.